Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the video connector was damaged, and it was assumed that water had entered the unit, resulting in flooding of the main unit. A definitive root cause of the damaged connector cannot be conclusively identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, the camera head exhibited a flooded main unit, and the lens of the main unit was scratched. There was no patient involvement.